Event description:
It was reported that during an unknown procedure, the clip of the el5ml was not fed into the jaws after several firings. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout, advancer disengaged from feedbar the analysis results found that the el5ml device was received with the jaws partially closed. The trigger was manually assisted in order to open the jaws; no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the advancer was found disengaged from the feed bar. However, it could not be determined what may have caused this condition. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.